Event description:
The patient alleged that the up and down arrows of the pump were sticking and becoming more noticeable and difficult to press.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental repot will be filed. No conclusions can be drawn at this time.